Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detaching from one leaflet and increased mr. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3. Three clips were implanted, reducing mr to 1. Approximately 6-8 hours post procedure, it was noted one clip had detached from the posterior leaflet (single leaflet device attachment (slda)) and the mr increased to 3-4. The patient was sent for mitral valve replacement surgery. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. Based on the information provided a conclusive cause for the reported single leaflet device attachment (slda) cannot be determined. The reported recurrent mitral regurgitation is the result of the slda. The patient effect of mitral regurgitation is listed in the mitraclip instructions for use as a known possible complication associated with mitraclip procedures. The reported major surgery and hospitalization are the result of case specific circumstances as the patient remained hospitalized in order to undergo mitral valve replacement surgery. There is no indication of a product issue with respect to manufacture, design, or labeling.na.